Event description:
Bayer case number: (B)(4) the implant ¿migrated¿ to the base of the uterus and started to perforate it [uterine perforation] , muscle and joint pain [arthromyalgia] , insomnia [insomnia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("the implant ¿migrated¿ to the base of the uterus and started to perforate it") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced uterine perforation (seriousness criterion intervention required), arthralgia ("muscle and joint pain") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy). At the time of the report, the arthralgia and insomnia had not resolved. The outcome of uterine perforation was unknown. No causality assessment was received for essure with regard to uterine perforation, arthralgia or insomnia. The reporter commented: patient¿s current status: muscle and joint pain, insomnia, etc. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.